Event description:
It was reported that prior to use, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge, and the led charging indicator was not working. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and tested the power management circuit which was found to be operating to specifications. The stm isolated the reported issue to a defective battery which was causing the power management circuit to fail and not charge the batteries. The stm ordered a new battery and shipped the battery to the customer to install and charge. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge, and the led charging indicator was not working. There was no patient involved and no adverse event was reported.